Manufacturer narrative:
(B)(4).

Event description:
Information was received from the health care provider (hcp), regarding a (B)(6) female patient receiving intrathecal fentanyl at 11.3mcg/hr, clonidine 2.27mcg/hr, bupivacaine at 0.113mg/hr, baclofen at 2.83mcg.hr, and dilaudid "0.300mg" at 0.113mg/hr (concentrations all unknown) via an implantable infusion pump. The indication for use of the device was for non-malignant pain and failed back surgery syndrome. The concomitant medications and patient history were not reported. It was reported that the pump was alarming/beeping, and that the pump had been empty since (B)(6) 2015. The patient was due for a refill in (B)(4) when "that whole thing went down." The patient was trying to find an hcp, as the old managing physician was temporarily unable to fill pumps. If the patient had found a new physician, if the alarm was confirmed, and if the pump was refilled remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the pump had reached end of service (eos) (refer to manufacturer report # 3004209178-2016-19176) so they were not going to fill it. The pump had been dry for three months (B)(6) 2016) as their previous managing clinic shut down. No known symptoms were reported.